Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, an insulin pen was administered.

Manufacturer narrative:
The device was received and evaluated. No issues were observed with the exposed portion of the soft cannula, but the formed needle did not completely retract. Upon opening the device, the linkage assembly moved back to the fully retracted position. Score marks were observed on the underside of the top housing indicating interference occurred between the linkage and the housing. Inspection of the fluid path found fluid was able to flow through the fluid path successfully and exiting through the distal tip of the soft cannula. No other damages or defects were found that would result in a failure to deliver insulin.